Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain as one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 911ml, indicating the home patient (hp) drained 911ml more than their programmed fill volume of 1500ml. This meets iipv criteria. Product surveillance contacted the facility contact on (B)(6) 2010. The contact stated that he does not have the patient account information. The device was returned because the patient was discharged. The contact could not identify the patient that was on the cycler at the time of the event. The contact stated that he spoke with the nurse and she stated that there was no patient injury or medical intervention associated with this event, however, she did not have any further information or patient information.